Manufacturer narrative:
Based on the investigation, no abnormalities or deviations were identified in the batch records or archived samples of the reported lot (csod12-05). All samples tested, including visual inspection, simulation of use, and iso 80369-7 performance tests, met the acceptance criteria.as no sample or picture was received from the customer, the reported issue could not be directly verified. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Additionally, no trends related to this issue have been identified during our track-and-trend analysis.sol millennium continues to monitor this kind of issue.

Event description:
Customer reported that the medical assistant drew up the pentacel with the 25g x5/8 in syringe with safety hypodermic needle 1cc and then attached the 25g x 1 inch (MFR 16-n251s; lot csod12-05) to the syringe to administer the vaccine. When giving the vaccine to the patient the needle broke off the syringe and the vaccine spilled out.